Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Also, no beep anomaly noted during the testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Blood glucose value is unknown. The customer explained that there was a delayed response from the middle button when trying to turn on the device. Customer declined to complete troubleshooting. The customer called back the next day to report the display being blank again. The display did not return during troubleshooting completion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.